Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 367741.

Event description:
It was reported that the spinal cord stimulation (scs) system was replaced due to charging difficulties. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The patient was doing well postoperatively. The ipg was discarded and will not be returned for analysis.